Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The insulin pump was returned without a complaint. No further information was provided.